Manufacturer narrative:
The initial consumer report received by kimberly-clark in december 2009 did not indicate the serious nature of the event. Additional info received 02/2010 from the consumer indicated the serious nature of the event initiating a report.

Event description:
A (B) (6) boy wore drynites sleep shorts for the first time and awoke with itching under the shorts. There was a rash everywhere skin was in contact with the product. The rash spread over the body and face, became more painful and required treatment at a&e. Medication was administered by intravenous injection and the child was sent home for observation. The next night, the child returned to a&e for additional treatment as the rash had spread to the tongue and throat and he had general edema. The reaction was again treated with medication administered by intravenous injection as well as by an adrenaline mask. The rash cleared six days after it started. The child is undergoing testing to determine the cause of the rash and the allergic reaction.